Manufacturer narrative:
The investigation determined that the root cause was due to a mechanical or fluidics failure. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The electrode's lot number and expiration date were not provided. The field service representative performed checks, replaced the solvent valves and the base, replaced cuvettes, and performed successful tests. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 166 mmol/l. The repeated result was 143 mmol/l. The sample was repeated because the initial result didn't match the patient's clinical history.